Event description:
It was reported that the patient experienced a low blood glucose event with a measured value of 41 mg/dl and called emergency services, after which ems administered intravenous dextrose and glucose levels improved. Symptoms included clammy skin consistent with hypoglycemia. Outcomes included the need for emergency medical intervention without hospitalization reported. Investigation included troubleshooting and user education. Investigation of this case revealed an adverse event of hypoglycemia with an unclear cause, and no device malfunction was identified or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.